Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed for occlusion and underinfused during a vasopressor infusion. The patient was noted to have an area of extravasation of approximately 2 cm at the IV insertion site. Over a one hour period, the patient remained borderline hypotensive despite increases in the programmed infusion rates. Upon disconnecting the pump and tubing, healthcare providers realized the infusion rate did not appear to correlate with the programmed rate of 75 ml/hour, even after stopping and restarting the infusion. Similarly, the remaining volume in the vasopressor bag did not correspond with the volume displayed on the pump. The pump reportedly alarmed for occlusion four times during the infusion. The pump was subsequently replaced, after which the vasopressor rate was reduced by more than half. An antidote was administered due to suspected extravasation. No additional information is available.